Event description:
It was reported that customer could not remove cartridge from pump because there was no visible gap to insert removal tool, and customer confirmed there was no external pump case or housing damage. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to inspect pump and pneumatic area and to send photo of back of pump, but customer could not send photo while on the phone, and subsequent follow-up calls and emails from technical support resulted in voicemails and no successful contact before case closure.